Event description:
The initial reporter stated that the pump had cosmetic damages to the hinges. When the pump was returned to mmdg for evaluation, the load set alarm did not alarm as expected. It failed to alarm. The initial reporter stated that the complaint had not had any effect on a patient. The alarm failure was discovered at moog. [Complaint-(B)(4).]

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no nonconformances. During the investigation mmdg found that the pump pcb board had failed, which caused the load set alarm to fail. The pump was serviced to correct the issue.